Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified clear fluids inside the device, wear abrasion, and a crease flat. A leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d7.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.